Manufacturer narrative:
Per the dexcom user guide: "ages 2-17 years: insert in your belly or upper buttocks." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. The transmitter was being worn on the back of the customer's arm, however the customer did not want to change sensors. Reportedly, the transmitter and the pump regained connection. No additional patient or event information was available.